Manufacturer narrative:
Additional assays involved in this event are reported on the medwatch forms patient identifiers (B)(6).

Event description:
The user experienced calibration errors and flagged results for patient samples from the integra 800 analyzer serial number (B)(4). The user repeated testing of the patient samples on the other integra 800 analyzer serial number (B)(4). Of the data provided, the alkaline phosphotase result for one patient sample was discrepant and reported outside the laboratory. The initial result was 18 u/l and the repeat result was 160 u/l. The patients were not adversely affected. Upon evaluation of the analyzer, the field service representative determined there was a defective and disconnected level sense cable. He replaced the liquid level sense cable, worn ropes and a bent probe. He connected the valve cable above the transfer arm to the reagent module body. To verify the analyzer operation, he ran performance testing and the user ran and verified quality control.